Event description:
It was reported that during a hip procedure using a speedlock hip knotless fixation device, the suture was not tensioning properly. The surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications as a result of this event.